Event description:
A malfunction with code malf 12 was reported by the customer. It is unknown whether the issue caused the customer¿s blood glucose level to exceed 500 mg/dl. Cts provided information to reset the pump and assisted the customer with the reset. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump.